Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination was discovered on leak check labels since the initially reported malfunction was not reproduced, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented a b30 scope communication error. The event was found during inspection before use. There were no reports of patient involvement.